Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had a high blood glucose but not hospitalized. The customer's blood glucose level was unknown mg/dl. The customer declined off to transfer to helpline, she said that she will call in tomorrow. The customer stated that if she wants to talk to helpline in regards to the high blood glucose she just want to make sure everything is running and working how it should be.